Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intervascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: potential failed back check valve on infusion set (near the end of the 4-day use). Secondary bag filling into primary bag, primary line drip chamber filled.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: potential failed back check valve on infusion set (near the end of the 4-day use). Secondary bag filling into primary bag, primary line drip chamber filled.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that thebd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: potential failed back check valve on infusion set (near the end of the 4-day use). Secondary bag filling into primary bag, primary line drip chamber filled. D2: medical device brand name: bd alaris pump module smartsite infusion set. D4: model # 2420-0007. D4: UDI # (B)(4). D10: device available for eval yes, d10: returned to manufacturer on: 2022-01-07. G.5. PMA / 510(k)#: k944320. A lot number is unknown, however, possible lots were identified: d4: medical device lot #: 21096400. D4: medical device expiration date: 2024-09-29 h4: device manufacture date: 2021-10-01 d4: medical device lot #: 21096409 d4: medical device expiration date: 2024-09-29 h4: device manufacture date: 2021-09-30 d4: medical device lot #: 21096258 d4: medical device expiration date: 2024-09-25 h4: device manufacture date: 2021-09-27 d4: medical device lot #: 21096285 d4: medical device expiration date: 2024-09-26 h4: device manufacture date: 2021-09-29 d4: medical device lot #: 21096286 d4: medical device expiration date: 2024-09-27 h4: device manufacture date: 2021-09-29 h6: investigation summary one primary tubing (model 2420-0007) was returned by the customer. It was reported that the secondary bag was filling into the primary bag. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however, possible lots were identified: 21096400, 21096409, 21096258, 21096285, 21096286 a device history record review for model 2420-0007 and possible lot number 21096400 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 01oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21096409 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 30sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21096258 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 27sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21096285 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 29sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 and possible lot number 21096286 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 29sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10